Manufacturer narrative:
(B)(4).findings:pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked display window corner and minor scratched lcd.

Event description:
It was reported that th customer had a physical damaged to the insulin pump. The customer's blood glucose level was 333 mg/dl. The insulin pump was returned and replaced. No further information was reported.